Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer was not sure if the robot was able to perform surgeries after the instrument engagement issues. The fse tested the robot with testing instruments and was unable to reproduce the customer reported issue. The fse informed the customer that the robot was safe to use.

Event description:
It was reported that during a da vinci-assisted hartmann's reversal surgical procedure, two separate instruments failed to engage on arm #2. As a result, the customer reported that the surgeon decided to convert to open surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed isi that the procedure was converted to open due to engagement issues. There was no injury /harm to the patient. There were no post-operative complications. Patient demographics are unavailable.